Manufacturer narrative:
Added information per follow-up report: due to the confidential policy of the hospital the correct patient status was not reported immediatly. Patient had cardiac arrest on iva occlusion; resuscitation. Despite the reopening of the iva, the patient died. Neither the complaint instrument nor the angiographic material or a cathlab report was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The final root cause is most likely related to external factors during the procedure.

Event description:
A pantera leo balloon catheter was chosen for treading a severely calcified lesion in the lad by retrograde approach through a bypass graft. When the instrument was withdrawn after inflation it was noticed that the shaft broke at its distal end. The fractured part remained inside the patient.